Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that meter has stopped working and will not turn on. Customer called to report a low blood glucose level of 12 mg/dl. The paramedics were called after she went into seizures. Nothing further reported.